Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue of ¿there was tissue glue in the bending cover.¿ was confirmed. The following findings were noted during device evaluation: the instrument channel tube had leakage, and the key top of the switch button 1 had a pinhole. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had residual tissue glue in bending rubber and apply for replacement of bending rubber. The reported issue was found during reprocessing. The procedure was completed with a similar device. Additionally, it was reported that the customer cleans and disinfects the endoscope according to the correct procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign substance was a medical adhesive. It is likely that the release point was misplaced when using accessories and injecting medical glue. The event can be detected/prevented by following the instructions for use: evis lucera gif type 2tq260m operation manual. Olympus will continue to monitor field performance for this device.